Event description:
It was reported that blood pressure decreased after brockenbrough transseptal puncture (bb), and cardiac tamponade was confirmed on fluoroscopy. No intracardiac placement of jjkk products except for the soundstar eco 8f ultrasound catheter. The patient was transported to another hospital after performing drainage. Transseptal puncture was performed with a rf needle made by japan lifeline co. The event occurred during the transseptal phase. No ablation was conducted. Biosense webster complaint number (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).